Event description:
Report received of a non-delivery of heparin due to improperly loaded tubing. The pt was reported to have a "fluctuating pro-thrombia time" and was ordered to receive premix heparin 500ml volume of unspecified concentration of 20ml/hour to regulate this level. It was reported that according to the hosp protocol. Heparin boluses of 5000 units are given for low pro-thrombia time levels while on the heparin drip. According to reports, the pump was set up as ordered by one nurse, and when a nurse on the following shift assumed care of the pt, it was noted that 12-hours after the infusion was started, the bag was still full, but the pump display indicated fluid was infusing. The nurse reportedly removed the pump from the pt and initiated the drip with another pump and IV setup, which was reported to infuse without incident. The pt had received 3 doses of heparin 5000 units intravenous pyelogram during the 12-hour period for reportedly low pro-thrombia time levels. The nurse that removed the first pump from the pt examined the pump and reportedly found that the tubing was not loaded correctly, resulting in the non-delivery. There was no reported ill effect to the pt. Though requested, there was no further information available.